Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was 148 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons would not work. Button error troubleshooting was performed and confirmed that time is not advancing even after battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. The insulin pump had unresponsive bolus express, act and esc buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Findings: no frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive bolus express, act and escape buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.